Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported incorrect spo2 values with their rad-5 device. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alert conditions. The device passed both manual and preset simulation tests. No product performance issue identified related to spo2 and pulse rate and no unexpected change in measurement values was observed.

Event description:
The customer reported incorrect spo2 values with their rad-5 device. No patient impact or consequences were reported.